Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in their reservoir. Customer's blood glucose was 190 mg/dl. The customer reported the air bubbles were small in size. Customer also reported their insulin was not stored at room temperature. The customer was advised to store their insulin at room temperature. No additional information provided.